Event description:
It was reported to boston scientific corp that an ultraflex covered tracheobronchial stent was used during a stenting procedure performed on (B)(6) 2009. According to the complainant, during an attempt to deploy the stent, the deployment suture became stuck and the stent could only be partially deployed. The procedure was completed with ultraflex covered tracheobronchial stent. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).